Manufacturer narrative:
On (B)(6) 2014, the pt was diagnosed with coagulase negative peritonitis requiring intraperitoneal antibiotics. The pt's symptoms did not improve and he was hospitalized on (B)(6) 2014 requiring IV antibiotics. The pt's blood cultures were negative, and sepsis was ruled out. While hospitalized he had a minor ileus, which improved without medical intervention. Peritonitis is a known complication of pd, usually caused by poor aseptic technique. This pt experienced increasing confusion prior to and during his hospitalization and was found to have an ileus when admitted. This will be a system level complaint since no break in aseptic technique was known and there was no allegation of specific device malfunction and will be reported as a serious injury MDR. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Pt's spouse called into technical support (ts) with an unrelated event. She told ts her husband was in the hosp with an alleged peritonitis diagnosis. F/u with the peritoneal dialysis registered nurse (pdrn), was conducted. According to this pdrn, the peritonitis diagnosis was confirmed. She stated the pt had complained of cloudy effluent and went to the e.r. (Date unk). According to medical records received on (B)(4) 2014, the pt was being treated for peritonitis beginning on (B)(6) 2014 with vancomycin and gentamycin ip. The isolate was "coagulase negative staphylococcus." On (B)(6) 2014, he presented to the e.r. With complaints of continuing fever, vomiting and altered mental status. He was found to have "a degree of ileus." He was treated medically with npo and advancing of diet. No invasive interventions were required. He was given IV vancomycin and zosyn. Symptoms improved and pt was discharged to home on (B)(6) 2014 continuing on ip vancomycin. A f/u culture of pd effluent was performed on (B)(6) 2014 and pt was found to still have "coagulase negative staphylococcus" with few rbc. The pt had diarrhea at this time but no other symptoms were reported. This was treated with vancomycin ip. An add'l pd culture was drawn on (B)(6) 2014. There was no growth. Pt is continuing on ccpd.